Event description:
It was reported that during a coronary stent procedure, crossing diffculties were encountered. The physician was attempting to cross a calcified stenosis in an unknown artery. It is unknown if the lesion had been pre-dilated. Upon removal, the physician noted that the stent was damaged at the distal edge. The physician believes the stent became stuck in the calcification in the lesion. No pt injuries or complications were reported.